Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018 the receiver ceased to function. The receiver was returned for evaluation. External visual inspection was performed and passed. A receiver charge and boot was performed and passed. A receiver download was performed and passed. A log review showed a receiver shutdown above 70 percent battery level. A functional was performed and passed. An internal visual inspection was performed and a defective battery with a cracked controller chip was observed. Confirmation of the complaint was confirmed. The probable cause was determined to be a defective battery.